Event description:
The customer reported that there were no images on the monitor and the system displayed errors with the kv and ma. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot the problem, and replaced the snubber pcb and recalibrated the system. He also regreased the hv cables. The system operates as intended.